Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was attempted to be placed but was unable to adequately grasp the leaflets in order to reduce the tr. After multiple grasping attempts the procedure was discontinued. After the procedure was discontinued there was damage noted on the leaflets which may have been caused by the grasping attempts. The final tr was grade 5. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure (leaflet grasping - clip not implanted). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to a combination of challenging patient anatomy (large coaptation gap, 4 leaflets) and procedural conditions (unable to adequately grasp the leaflets in order to reduce tricuspid regurgitation). The reported tissue injury appears to be a cascading event of the positioning failure (grasping attempts). The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.